Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the key contacts. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad symbols were worn but the keypad rubber was intact. The contrast and up buttons were intermittently unresponsive and the down and ok buttons responded appropriately. Investigation revealed that there was contamination under the key contacts.